Event description:
Report received from (B)(6), stating that this device was experiencing motor vibrations and noise. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).